Event description:
It was reported that the patient passed away by hemorrhagic stroke. The patient's admission to the hospital was complicated by an international normalized ratio (inr) of 5.0. Two days prior, their inr was 1.3. The patient was started on lovenox (enoxaparin) at that time. The pump was not explanted. During the stroke, the patient experienced altered mental status and weakness. They received fresh frozen plasma. Of note, the patient was on long term antibiotics for pseudomonas bacteremia, the patient had recently been switched to oral antibiotics.

Manufacturer narrative:
Related MFR # 2916596-2023-05542. Manufacturer's investigation conclusion: the pump was not returned. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.